Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited falling impedance. It was noted that capture on the ra lead was unknown. Both leads remain implanted and the patient is deceased, not as a result of the device.